Event description:
Event description boston scientific crm received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) and is scheduled to be replaced. This device has been in service for approximatly 2 years. The field has alleged that this device depleted prematurely. To date, there have been no reported patient symptoms associated with this clinical observation. During the replacement procedure, the physician attempted to loosen the setscrews with a non-guidant torque wrench. The screws could not be loosened, and the physician elected to cut both leads from the device. A new device and lead system was implanted without reported difficulty.